Event description:
Our office in (B)(4) reported a male consumer experienced a stinging sensation, after use of consept 1-step (hydrogen peroxide) disinfecting/neutralizing system. The event began with the use of the second sheet of neutralizing tablets. The pt's event resolved without medical treatment.

Manufacturer narrative:
Chemistry testing of the complaint unit tablets was performed; the catalase activity of the neutralization test results did not meet shelf life specs. Retain sample testing for chemistry has been performed. Test results were within specs. A review of the mfg batch records for the reported lot was performed; no deviations were noted and the product met all specs.